Event description:
The manufacturer received information alleging a ventilator was recognizing its internal or detachable batteries. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The logged codes were related to charging of the internal and detachable batteries. Although the manufacturer could not duplicate these codes, the detachable battery cable was replaced due to corrosion. Evidence of water ingress was observed.